Event description:
A report was received that the patient was explanted due to an infection at the lead site. The patient's symptoms were redness and swelling. The physician initially did a pocket irrigation and prescribed the patient antibiotics. After the culture results were given the physician decided to explant the entire system. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02, serial#: (B)(4), model description: precision, implantable pulse generator: model#:sc-3138, serial#: (B)(4), model description: scs phiii ext 35cm, model#:sc-2366-70, serial#: (B)(4), model description: linear 3-6, lead 70cm, explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.